Event description:
It was reported that the patient went to the emergency room, and had received 25 shocks due to noise. It was also reported that there was oversensing, unstable impedance, and a possible lead fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.